Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It was used to harvest saphenous vein, upper leg. Device was functioning as expected without issue. Near end of procedure, harvester noticed that the cutting wire in the jaw was separating from jaw. Silicone boot was not compromised and nothing fell off into leg requiring retrieval .there was no harm, injury to patient or vein being harvested. A replacement device was used to complete the procedure.

Manufacturer narrative:
Corrected section: h-3 changed device not eval provide code. Trackwise ID#: (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It was used to harvest saphenous vein, upper leg. Device was functioning as expected without issue. Near end of procedure, harvester noticed that the cutting wire in the jaw was separating from jaw. Silicone boot was not compromised and nothing fell off into leg requiring retrieval .there was no harm, injury to patient or vein being harvested. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It was used to harvest saphenous vein, upper leg. Device was functioning as expected without issue. Near end of procedure, harvester noticed that the cutting wire in the jaw was separating from jaw. Silicone boot was not compromised and nothing fell off into leg requiring retrieval .there was no harm, injury to patient or vein being harvested. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01feb2020 and an investigation was conducted on 06feb2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, it was confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.